Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited a measured rate that was 4.8 ppm faster than the programmed rate.